Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode loops had broke. The issue was found during a therapeutic remote terminal unit (rtu) and completed using a similar device. There was no patient involvement.